Manufacturer narrative:
Additional information/device evaluation summary: the catheter was returned in 2 segments. Analysis of the catheter segments found ¿no significant anomaly ¿ acceptable catheter testing¿. (B)(4).

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced withdrawal symptoms due to a hole in the catheter. The catheter was replaced. The pump was being used to deliver baclofen (unknown manufacturer).